Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer called in to inquire about a field change order letter they received. There was no reported adverse patient impact.